Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula (pcs) instrument was analyzed and found to have a broken pin between the ceramic sleeve and the distal clevis. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, a fragment from the permanent cautery spatula (pcs) instrument broke off and fell inside the patient. The fragment was retrieved during the same procedure. The customer performed an x-ray to confirm no fragments were left inside the patient. The procedure was completed robotically.